Event description:
The customer reported unexpected shut downs of the device. There is no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported unexpected shut downs of the device. There is no report of pt involvement. The device was evaluated at philips and the issue was reproduced. The optical switch was replaced to resolve the issue. The device passed all testing and was shipped back to the customer.